Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratched lcd window. (B)(4)

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels for over two weeks leading up to the call. The customer reported that she went into a swimming pool while wearing the insulin pump. Blood glucose level at the time of the incident was 406 mg/dl. Blood glucose level at the time of the call was 261 mg/dl. The customer stated that she was treating the high blood glucose levels with the insulin pump and manual injections. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.